Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention to explant the ipg due to the need of an MRI in the future. It was determined at the time that the ipg was inoperable. The patient stated experiencing difficulty with the system (details unknown) for over a year; however, she had not been in contact with anyone regarding resolution of the issue.